Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the cassette not attached alarm during testing. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 06-nov-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Confirmed customer complaint of ¿cassette not attached alarm" by preforming downstream occlusion test. Once cassette was attached alarm came on. Root cause was attributed to a bad dso (downstream occlusion) sensor. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.